Manufacturer narrative:
Additional information: (B)(4). Work order search: no similar complaint was reported for units within the same lot. Corrected data: this case is an adverse event, not a product problem. The reporter indicated that the surgeon tried to implant a 13.2mm vticmo13.2 implantable collamer lens, -9.0 diopter in the patient's right eye (od) on (B)(6) 2016 and the lens was torn during injection/delivery into the eye. The lens was explanted and exchanged on the same day with a lens of the same size, model, and diopter. There was no report of any patient injury and the problem was resolved after the lens exchange. The patient's post-op best corrected visual acuity was 20/20. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -9.0 diopter in the patient's right eye (od) on (B)(6) 2016 and the lens was torn during injection/delivery into the eye. The lens was explanted in the same surgery on (B)(6) 2016 and was exchanged for a lens of the same size, model and diopter. There was no report of any patient injury. The problem was resolved after the lens was exchanged. The patient's post-op best corrected visual acuity was 20/20.